Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed. In addition to the findings reported in description of event or problem, the following non-reportable malfunctions were identified: water tightness is lost, due to damage on up/down knob; the play of the up/down knob is out of specification due to the elongation of the angle wire; chip in rubber and white clouded area; due to clogging of the nozzle, there is no water coming through; cut on image guide protector; adhesive peeled around objective lens; dent in cover; scratch on connecting tube; and connecting tube coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility."

Event description:
An olympus representative reported, during evaluation of the device there was no air supply coming out from the tip of the scope. There were no reports of patient harm associated with this event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct h10 (the customer's complaint was confirmed and information regarding reprocessing was inadvertently omitted from the initial). Correction to h10: the customer's complaint was confirmed. Due to the clog in the nozzle, no air or water was fed. The device was cleaned, disinfected, and sterilized before requesting repair. The customer has an idea when the foreign material adhered to the scope and does not believe it is possible that the scope was used for a procedure with foreign material attached. No further information regarding reprocessing methods was provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the foreign material remaining in the device could not be specified. The nozzle was not reported to have been deformed and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.